Event description:
The patient underwent surgery for device implant during which it was found that patient had middle ear ossification and an uncurved cochlea. The surgeon decided to abort the surgery after several unsuccessful attempts to place the device.